Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 recorded the decreasing pacing impedance from approx. 650 ohms to approx. 300 ohms at the end of the recording period. Furthermore the pacing threshold showed an increasing trend from initially 1 v to approx. 3.5 v. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.

Event description:
Noted on home monitoring that lbbap-positioned lead threshold had risen on 4/10/24, followed by disabled rv capture control on 8/10/2024 and rv impedance dropping to 293 ohms from a baseline reading of 682 ohms. The lead may have dislodged (no obvious dislodgement noted on x-ray). Lbbap lead was repositioned on 10/10/2024 into a conventional rv septal position and device was upgraded to edora hf-t qp with an added lv lead.

Manufacturer narrative:
Combination product: yes.